Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal sinus, pain, infection, recurrence, pain, discomfort, low mood, anxiety, mobility restricted. Post-operative patient treatment included removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal sinus tract, infection, recurrence, pain, discomfort, low mood, anxiety, mobility restricted, fluid collection, thickening of anterior abdominal wall, inflammatory change, fistulous connection, adhesions, florid foreign body fibroinflammatory reaction, abscess, hematoma, induration fluid, leaking open wound, abdominal swelling, seroma, necrosis, abdominal pain, yellow and bloody discharge from wound site, pus, ulcerated skin, erythema, vomiting, area of fluctuance, cellulitis, serosanguineous fluid leaking, depression, suicidal ideation, self-harming by scratching herself until she bleeds, serosal tear, pneumonia, scarring, feels something shift inside her when she moves/coughs, firm abdominal masses, & bulging. Post-operative patient treatment included removal of mesh, CT scan, small bowel resection, end-to-end hand sewn anastomosis, multiple hospitalizations, drainage of infected seroma, excision of necrosis, wound vac, IV antibiotics, wound care, pain medication, use of stoma bag for discharge, removal of sinus & suture, incision & drainage of abscess, drainage and washout of abdominal wall collection, laparotomy, repair of serosal tear with sutures, repair of hernia with sutures, & use abdominal binder.

Manufacturer narrative:
Additional info: a3a, a4, b2, b5, b6, b7, g1, h6 (patient codes, ime e2402: area of fluctuance, self-harming by scratching herself until she bleeds, abdominal sinus tract, thickening of anterior abdominal wall, induration fluid), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.